Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the export file on v4.40 is corrupted. There was no impact to the patient and no harm alleged at this time.